Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following event was received from a voluntary medwatch report: during a pvi ablation procedure, a cardiac perforation occurred which required surgery. A non-abbott catheter (soundstar by biosense webster) was inserted first into the femoral vein and sound maps of the atria were created. A non-abbott catheter (decapolar by biosense webster) was inserted, and an attempt was made to advance it into the coronary sinus. The physician was unable to reach the coronary sinus and changed catheters to a non-abbott catheter (viking by boston scientific reprocessed by stryker), which successfully cannulated the coronary sinus. Next, a non-abbott catheter (pentaray by johnson and johnson) was advanced into the right atrium, and some right atrial anatomy was built by faming with the catheter. A transseptal puncture was then performed, requiring additional time due to difficulty in optimizing needle position on the septum. Once complete, it was noted that there was a significant drop in the patient's blood pressure. The non-abbott catheter (soundstar by biosense webster) was used to visualize the ventricles and there appeared to be a large pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The effusion continued to enlarge despite drainage, so cardiac surgery was done. The right atrial appendage had been punctured and was repaired, and the patient is recovering. The physician attributed the perforation to an inadvertent needle puncture that occurred while maneuvering the brk needle.